Event description:
Reference number: (B)(4). Event occurred in australia. It was reported that the patient had experienced a high blood glucose event on 27-feb-2026. The blood glucose had been high for more then four hours. The treatment for the high blood glucose was an insulin pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.